Manufacturer narrative:
This event is associated with report number 2015691-2018-01227. The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As stated in the IFU, under observed adverse events, "as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Calcification is a structural deterioration of bioprosthetic valves in which structural deterioration is listed in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that this (B)(6) female had her 23 mm truncal valve and 25 mm bioprosthetic pulmonary valve removed due to truncal valve stenosis and moderate pulmonary valve stenosis secondary to calcification. Both bioprosthetic valves were implanted for four (4) years and seven (7) months. The 23 mm truncal valve was replaced with a non-edwards mechanical valve, and the 25 mm valve was replaced with another 25 mm edwards valve. She also received a bovine pericardial patch for enlargement of the proximal left pulmonary artery and main pulmonary artery. The patient tolerated the procedure well and was taken to the ICU in satisfactory condition. The echo taken on pod 3 showed that the 25 mm bioprosthetic pulmonary valve had normal leaflet motion with trace central and perivalve regurgitation. She was discharged in stable condition on pod# 4. Per medical records, this (B)(6) female had repair of truncus arteriosus in 2003. This was followed by a truncal valve repair and asd closure in 2005. She developed severe truncal valve insufficiency and her truncal valve replaced with a 23 mm bioprosthetic valve in 2013. She also received a 25 mm bioprosthetic valve in the pulmonary position in 2013.